Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 235 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of oversensed noise with pacing inhibition were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition with less than 6 seconds of asystole. As a result, the patient experienced syncopal episodes. The pacemaker system was programmed to doo, and the rv lead was later explanted and replaced. No additional adverse patient effects were reported. This lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition with less than 6 seconds of asystole. As a result, the patient experienced syncopal episodes. The pacemaker system was programmed to do, and the rv lead was later explanted and replaced. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.